Event description:
During the cardiac procedure, while the technician was drawing back on the 8ml control syringe, air bubbles were noted to have been injected into the tubing causing the patient to have an arrhythmia. Per the technician, the syringe was possibly cracked. The patient was fine after a stay in ICU. The risk manager of the hospital has been contacted to determine if the sample will be returned for evaluation.

Manufacturer narrative:
As no sample has been returned to the manufacturer, a product analysis is not yet available. Verbal and written communication has been made with the risk manager at the hospital in an attempt to determine if the sample will be able to be returned for evaluation. In the meantime a device history review will be performed, and when information on the sample status is obtained from the hospital a follow-up medwatch will be submitted. The reported event is not occurring more frequently or with greater severity than is usual for the device.